Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the looseness occurred gradually due to the vibration caused by the operation of the internal parts of the device and the influence of vibration and shock from the outside. However, the specific root cause can not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a loose nut inside the unit was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, a loose nut inside the unit was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.